Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 356 (mg/dl) with moderate to large ketone levels. A bolus was delivered and a manual injection was administered to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.